Manufacturer narrative:
Concomitant medical products: product ID: 3877-75, lot# 0215157851, product type: lead; product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID 3877-6,0 lot# 0215731827, product type: lead. Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#:(B)(4); product ID: 3877-60, serial/lot #: (B)(4) , ubd: 15-jun-2022, UDI#: (B)(4). Report source- country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a healthcare professional (hcp) had a ¿high incidence of lead fractures.¿ a practice nurse involved with the event had ¿found impedance issues¿ that were associated with the event. It was noted the hcp would ¿often ultrasound lead placement post operatively.¿ the cause of the lead fracture was not determined. The patient was booked for a revision surgery as a result of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the revision surgery occurred the week prior to follow-up and that the lead issue was resolved. No further complications were reported or anticipated. Please note the patient was implanted with two implantable neurostimulators (inss) at the time of the event and it was unknown which lead was connected to which ins. Please see manufacturer report #3004209178-2019-06793 for information regarding the patient¿s other ins.